Manufacturer narrative:
(B)(4). Batch # m5309c. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current patient status? Has the patient undergone any radiation or chemo therapy? Who fired the device? What is the users experience with the device? What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, audible, tactile feedback)? Were there two complete donuts when inspected? Were all tissue layers present in both donuts when inspected? Can you please describe the staple line? What was the shape of the deployed staples? The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic rectal cancer radical procedure, the orange indicator of the device pointed to 1.5 mm in the green area. The surgeon felt it very difficult to close device "p to p". Finished firing, the surgeon removed the device, checked the tissue and found incomplete staple line with malformed staples. The breakaway washer was not cut through either. The surgery was converted to an open one. The surgeon removed the malformed staples and placed purse-string sutures, used another same device to complete the surgery. The surgery was extended for more than two hours; but the patient is in stable condition now.